Event description:
Event description guidant received information that during a pacemaker replacement procedure, ventricular lead impedance measurements could not be obtained once the implant pocket was closed; the zoom programmer displayed an nr message indicating the impedance measurement could not be read. Attempted modifications to the device mode and lead configurations did not bring resolution. The implant pocket was re-opened and normal lead impedance measurements were obtained by way of the pacing system analyzer, however were still not obtainable with the programmer. This device was then explanted and replaced with a new guidant device. Normal in-range impedance readings were confirmed with the new device.